Event description:
New information noted that the lead was capped and replaced on (B)(6) 2024. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise causing inappropriate mode switch. Programming changes were performed. The patient was in stable condition.